Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number 2017865-2021-39187. It was reported that during a follow up in clinic, noise resulting in oversensing resulting in inappropriate therapy was noted on the right ventricular (rv) lead resulting in inappropriate therapy. Additionally, oversensing resulting in inappropriate mode switching was noted on the right atrial (ra) lead. X-ray imaging was performed and insulation damage was observed on the rv lead and the ra lead. Abbott technical support was contacted and both the rv lead and the ra lead were capped and replaced to resolve the event. The patient was in stable condition.